Manufacturer narrative:
On (B)(6) 2019, additional information is received indicating the deflation occurred on the left side. The replacement implant was identified as a saline mentor smooth round moderate profile 175cc, catalog number 3501620, serial number (B)(4). On 10/1/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The left side device was identified as a saline mentor smooth round moderate profile 175cc, catalog number 3501620, lot number 5772722. The expiration date for this lot was prior to the reported implantation date. Therefore this device was used off label. If additional information is received regarding the implantation date, a supplemental will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, anomalies were observed in the anterior view consistent with a crease/fold. A tear was also observed within one of them the crease/fold, measuring approximately less than 0.1 cm the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 175cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2019.